Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the paitent due to the reported malfunction. In addition, the complainant also indicated that the facility's biomedical engineering department was unable to duplicate the reported malfunction.